Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the reported issue was caused by unexpected stress on the camera head due to the user's handling, resulting in the failure of the ccd unit, which resulted in the absence of images. As stated on the IFU (instruction for use) the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found faulty ccd (charged coupled device) unit causing no image. In addition, the device failed leak test due to crack on the video connector. Based on evaluation findings, faulty ccd attributed to electronic failure was found causing no image. This report will be supplemented accordingly following investigations.

Event description:
During an unknown procedure, the device was reported to be broken. No further details were provided. No patient involvement, no user injury reported.